Manufacturer narrative:
Please note that this event was reported based on the product returned findings. Additional information has been requested regarding the condition of the returned product. Additional information will be submitted within 30 days from receipt.

Event description:
The information received indicated that the stent could not pass a focal stenosis in the superior femoral artery (sfa). The procedure was completed with a 6 x 4 smart control stent. The lesion was almost a total occlusion with moderate calcification and tortuosity. There was no anomaly noticed on the product prior to use. The device did not kink or bend during the procedure. There was no anomaly noticed on the product after use. The procedure was completed with a 6 x 4 smart control. The product was returned, and it was found that approximately 1cm of the stent is protruding.

Manufacturer narrative:
The information received indicated that the stent could not pass a focal stenosis in the superior femoral artery (sfa). The procedure was completed with a 6 x 4 smart control stent. The lesion was almost a total occlusion with moderate calcification and tortuosity. There was no anomaly noticed on the product prior to use. The device did not kink or bend during the procedure. There was no anomaly noticed on the product after use. The procedure was completed with a 6 x 4 smart control. The product was returned and it was found that approximately 1cm of the stent is protruding. No further information regarding this finding was obtained. One non sterile unit of smart control 6x60 mm was received coiled in a plastic bag. The cause of the bent condition found during the visual analysis may be due to the coiled condition of the unit received for analysis. It was reported by the customer that there were no kinks or bends during the procedure. The stent was partially deployed about 8 mm from distal end of brite tip (bt); the locking pin was not received. The outer sheath was bent at 1.5 cm and 160cm from ID band. No other discrepancies were found. The outer diameter (od) of the outer sheath was measured at different locations and it was found within specification. The usable length of the stent delivery system (sds) was measured and it was within specification. An attempt to introduce the sds into a 6fr lab sample sheath introducer was made with no success due to the pre-deployed stent. The deployment process was completed per procedure and no anomalies were found. After the deployment, the sds was introduced again into the 6fr lab sample sheath introducer and no resistance was felt all along the sds. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With functional testing the inability to insert through the lab sample 6fr sheath introducer was due to the partially deployed sheath. The tight stenosis of the moderately calcified lesion and vessel tortuosity are identified factors likely contributing to the failure of the smart control to pass through the lesion. Difficulty crossing and tracking a lesion of an anatomical structure is a known procedural occurrence and are most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. It was reported that there were no anomalies noted on the device prior to use or post use. Based on this the return of the device without the locking pin in place, it appears that the partially deployed condition of the returned device may be related to post procedural handling. With review of the device history records and analysis of the returned device, there is no indication that the reported failure to cross and partially deployed condition found on the returned device is related to the manufacturing process. Procedural and post procedure factors appear to have contributed to the events. Therefore, no corrective actions will be taken at this time.